Event description:
Unable to zero bed. Attempted reset. Unplugged and replugged bed. Reads "e001" in display. Unable to weigh new admit on bed due to malfunction. Bed also beeps consistently during changes in bed height, etc. Different bed unavailable per housekeeping, unable to use other beds in unit due to anticipated admits with significant needs for accurate weights.